Event description:
It was reported that during use of the intra-aortic balloon, the pump began experiencing kinked catheter alarms. During an attempt to unkink the catheter by inserting a spring wire guide, a small rubber disk came out of the catheter with the spring wire guide. User suspected that the disk was part of the hemostasis valve. The entire assembly was removed and replaced without any pt complications.